Manufacturer narrative:
Correction: e1, e2, e3

Event description:
A user facility clinic manager (cm) reported to fresenius that a slice in the tubing of the combiset bloodlines resulted in blood loss during a patient¿s hemodialysis (hd) treatment. The patient was approximately halfway through treatment on a fresenius 2008t machine (with a fresenius dialyzer) when the air detection message repeatedly alarmed. The medical staff attempted to extract the air that collected in the venous chamber with a syringe however the air detection message returned. Treatment was paused and the combiset bloodlines were removed from treatment setup. A slice was identified in the tubing of the bloodlines. The cm stated that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 10 ml. The cm stated that the patient was able to complete treatment on a different machine with new supplies. The sample is not available to be returned for physical evaluation.

Event description:
A user facility clinic manager (cm) reported to fresenius that a slice in the tubing of the combiset bloodlines resulted in blood loss during a patient¿s hemodialysis (hd) treatment. The patient was approximately halfway through treatment on a fresenius 2008t machine (with a fresenius dialyzer) when the air detection message repeatedly alarmed. The medical staff attempted to extract the air that collected in the venous chamber with a syringe however the air detection message returned. Treatment was paused and the combiset bloodlines were removed from treatment setup. A slice was identified in the tubing of the bloodlines. The cm stated that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 10 ml. The cm stated that the patient was able to complete treatment on a different machine with new supplies. The sample is not available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported to fresenius that a slice in the tubing of the combiset bloodlines resulted in blood loss during a patient¿s hemodialysis (hd) treatment. The patient was approximately halfway through treatment on a fresenius 2008t machine (with a fresenius dialyzer) when the air detection message repeatedly alarmed. The medical staff attempted to extract the air that collected in the venous chamber with a syringe however the air detection message returned. Treatment was paused and the combiset bloodlines were removed from treatment setup. A slice was identified in the tubing of the bloodlines. The cm stated that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 10 ml. The cm stated that the patient was able to complete treatment on a different machine with new supplies. The sample is not available to be returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.